Event description:
The patient reported that at first they had attributed the staph infection they were hospitalized to the implantable neurostimulator not working, but then they attributed it to a stomach virus. It was indicated that the hospitalization was not related to the device or therapy. The indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.